Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Reportedly the customer reused the syringe needles when filling cartridges. Tandem technical support educated the customer on proper load techniques. Customer's blood glucose level was 140-160 mg/dl. A cartridge change was performed resolving the issue.